Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during a spyglass procedure performed on (B)(6) 2022. During the procedure, when connecting the spyscope ds ii into the controller, the image only lasted five minutes. The spyscope was reconnected and the image still does not appear. A wallflex biliary metal prosthesis was placed inside the patient. The procedure was rescheduled on (B)(6) 2022 using with another spyscope ds ii. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.